Manufacturer narrative:
A ge svc rep performed an on site investigation the monitors and drain bag holder were replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the monitors and the drain bag holder on the 2800 system had a problem. No pt injury was reported.